Event description:
It was reported that this implantable cardioverter defibrillator (ICD) emitted beeping tones associated with a recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and returned for analysis. No adverse patient effects were reported.